Event description:
It was reported that the patient developed an infection. The physician opened the pocket and resterilized the pocket and the ICD. The device remains implanted. The patient was fine after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
New information received notes that the device had eroded out of the body. The physician placed a patch over the device to hold it in place and patient was sent to the hospital for explant. In the or, the patch was removed and it was determined that the whole system needed to be removed. A new patch was placed and the patient was transferred to another hospital for extraction. Replacement was not scheduled at this time and patient remained on a life vest. Patient condition was stable post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.